Manufacturer narrative:
The insulin pump was received with button error alarm and the up arrow had intermittent button response due to corroded keypad trace. No unexpected number noted scrolling during testing. The device had normal operating currents. The device was monitored for several days and no failed battery test alarms occurred during testing. The following cosmetic damage was noted: cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube lip.

Event description:
Customer reported via phone, the number on the insulin pump kept on scrolling when she was attempting to bolus. Took the battery out, reinserted it, and the device alarmed failed battery test. Customer than replaced the battery with a new one and was able to see time, battery, and reservoir indictors. But couldn't see anything below and now it alarmed button error. Customer didn't recall her blood glucose level at the time of the events. Customer didn't recall any significant event which may have caused the keypad or the device to alarm button error. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer declined further troubleshooting. She agreed to return the device for further analysis.